Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # p92p56. Device analysis: the analysis results of the d5lt found that it was received with the reset button in disarmed position. In addition, the tyvek was returned along with the instrument. In order to evaluate the reported incident, the instrument was functionally tested; the bullet did not retracted permitting the exposure of the blade during the advancement through the skin test media causing the insertion issues. No conclusion could be reached as to what may have caused the reported incident. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
When surgeon used d5lt, the knife of trocar wasn't came out, so it was hard to import trocar to abdomen of pateint. So surgeon decided to use new one. There were no patient consequences.